Event description:
It was reported that the synergy toric multifocal intraocular lens had been explanted during secondary surgery due to the patient¿s dissatisfaction with the overall result. The lens was replaced with another model. There were no reports of unplanned vitrectomy. Additional information indicated that extra toxicity in the opposite direction occurred, resulting in visual acuity dissatisfaction, with pre-operative cylinder 0.96 @5' changing to post-operative cylinder 0.75@170', and uncorrected distance visual acuity of 0.6. The patient had experienced dissatisfaction immediately after the surgery. The patient was doing good. The product is available for return. No other information was provided.

Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.